Event description:
I used clear care contact cleaning solution. I did not put it in the contact case that was provided because mine had got broke while traveling, so I put it in a normal contact case along with my contacts. My contacts was in the solution for 2 days because I wore my glasses. When I put my contact in, I experienced extreme burning and stinging. I immediately rinsed my eye with cold water for several minutes. It has been nearly 2 hrs since the incident and my eye is now swollen, red and burning. This contact solution should be taken off the shelves. There are way to many risks of using the product. "Is the product over-the-counter: yes." Quantity: 1 drop(s), frequency as needed. "How was it taken or used: eye contact." "Did the problem stop after the person reduced the dose or stopped taking or using the product: yes, did the problem return if the person started taking or using the product again: doesn't apply." Reason for use: to clean contacts.